Event description:
The patient had generator replacement surgery due to battery depletion. The company representative who was present at the surgery reported that the battery was completely depleted. The generator was discarded. The physician believed that the increased seizures may have been related to the battery status of the device. No further relevant information has been received to date.

Event description:
Clinic notes were received for a replacement referral. The notes provided that the patient reported increased seizure activity. The vns was interrogated and has reached end-of-service, but the specific battery status was not provided. The patient was referred for battery replacement. Additional relevant information has not been received to-date. No known surgery has occurred to-date.